Event description:
Per the clinic, the patient had not worn the processor "in over two years," due to dementia. It was also reported that the device was explanted due to migration and exposure of the receiver/ stimulator. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.